Event description:
It was reported that during a drug eluting stenting procedure, removal difficulty and stent damage occurred. The de novo lesion was located in the moderately tortuous mid right coronary artery. The physician predilated the lesion with a 3.5x8mm quantum maverick balloon. Then the physician advanced the 4.0x12mm veriflex stent to the lesion and encountered difficulty advancing. The stent delivery system was removed and during removal the stent got stuck on the distal tip of the guide catheter and the edge of the stent was damaged. There were no patient complications. Patient status is reported as "good".

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).